Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between october 25, 2024 ¿ november 1, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside a bag that contained the device was observed which suggests leak. The photo also shows a leak was coming out at the blue winged luer cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from the blue cap while inside the plastic bag. The device contained 185 ml of sodium chloride and 68 ml of fluorouracil. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.